Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer reported that the settings were incorrect. The customer reported that the emergency medical services were called for the low blood glucose. The customer's blood glucose was 39 mg/dl at the time of the incident. The customer's blood glucose was 210 mg/dl at the time of call. The customer stated that the low blood glucose was treated by the paramedics. The insulin pump will not be returned for analysis.